Event description:
On (B)(6) 2014, the reported contacted animas alleging that the pump's battery cap was damaged. Reportedly, a piece was missing from the top of the cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation:the battery cap has been returned and evaluated by product analysis on 03/28/2014 with the following findings: during the investigation, the top of the battery cap was observed to be damaged and the cap was unable to properly secure a pump. Evaluation revealed the battery cap contact height was out of specification.